Event description:
Device report from synthes (B)(6) reports and event in (B)(6) as follows: it was reported that there was a mal-positioning of screw during a variable angle locking compression plate -distal radial surgery. Additional surgery to remove the plate was done on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.